Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while performing induction testing for this subcutaneous implantable cardioverter defibrillator (s-ICD), the programmer indicated induction was complete though the patient had not been induced. Boston scientific technical services (ts) discussed this may occur if telemetry strength is not sufficient when the device performs a telemetry integrity check. Recommendations were provided to complete induction. No adverse patient effects were reported. This device remains in service.